Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results than the unspecified readings obtained on an unspecified device. It is unknown whether the customer noted a trend arrow on the device.the customer experienced vomiting and apathy. Emergency responders were called, and the customer was transported to a hospital. Upon admission, the customer had a lab result of 780 mg/l and was administered insulin for a hyperglycemia diagnosis. There was no report of death or permanent impairment from this event.